Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had an off no power episode; the pump went blank without alarming. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power. The customer stated that the pump had not been bumped or dropped, and that there were no unattended alarms. The customer was advised to insert a new (B)(4) aaa alkaline battery and to monitor the pump and call back if issues persist. Additionally, the customer received a battery out limit alarm. The patient's blood glucose at the time of incident was 182 mg/dl. After the pump went blank from the off no power issue, the customer changed the battery and when the display returned the battery out limit occurred. The customer was assisted with clearing the alarm. She was advised that keeping the battery out of the pump for too long will trigger the alarm. No products were shipped or returned.